Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. The customer forced insulin into the cartridge which resulted in the cartridge leaking. Customer continued to use the cartridge for insulin therapy. Customer's blood glucose level was in the 400's mg/dl range.